Manufacturer narrative:
Product analysis: the product has not been returned, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the left main (lm) coronary artery was low (8.5mm). Due to concerns that the lm artery would become occluded, a guiding catheter and wire were placed into the lm. As the delivery catheter system (dcs) was passed through the valve annulus, it interfered with the guiding catheter and caused a dissection at the entry of lm. A stent was placed which extended into the sinus of valsalva (sov) for the purpose of lm protection. It was reported that calcification was present at the site of the dissection. The valve was implanted at a depth of 2mm at the non coronary cusp and 4mm at the left coronary cusp. Angiography after the implant showed patent blood flow to the lm. An additional stent was placed at the access site for a bleeding which was most likely due to a deep insertion of the puncture needle. After the implant, the physician stated that it had not been possible to pull the guiding catheter into the ascending aorta during insertion of the dcs due to concerns that the wire in the lm would dislodge. No other adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.